Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was in stable condition.